Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. Manual insulin injections were administered to address bg level. The customer reverted to manual injections for insulin therapy.